Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was isolated to an open f600 component on the computer/analog board. The root cause for the open f600 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.